Manufacturer narrative:
On january 03, 2017, the customer filed a voluntary event report (report number: (B)(4)) regarding the icy catheter with lot number: 63592. Zoll received the report on 06/19/2017. The event report was found to be associated with this MDR submission (MFR. Report number: 3010617000-2016-00951). The customer reported there was no adverse event however a malfunction on the device occurred.

Event description:
Thermoguard machine was alarming air. Circuit was primed and I saw 500 saline bag hooked up to thermoguard with approx. 20 ml fluid left so I got a new 500 cc ns and primed tubing. Went to launch , came back and noticed unusually large amount of urine output in foley bag. Looked at thermoguard ns bag with approx. 100 ml or so left. Concerned that circuit may be leaking into pt.

Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4)) was evaluated at the customer site. The customer reported complaint was confirmed during initial functional testing. The air trap block assembly was replaced to remedy the issue. A review of the event log was performed and found no errors or anomalies to have occurred. During functional testing, damaged air trap block assembly was noted due to saline leak from the start-up kit (suk). An additional repairs were performed as part of routine maintenance. The drip pan was cleaned, the coldwell was flushed and drained, and the coolant was replaced, after which the console passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaint for thermogard xp ivtm system s/n: (B)(4).

Event description:
As reported, during rewarming phase a leak was noted in the air trap assembly due to start- up kit (suk) leak . The suk was replaced to continue with treatment. The reporter does not know if the console displayed any error messages. No known patient consequences were reported.